Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent thrombosis occurred. In (B)(6) 2015,the patient presented with restenosis. The 10x2.5mm, 75% in-stent restenosis (isr) of a previously implanted unspecified stent implanted 6 months ago, type a, with a 1.5 lumen diameter, timi 3 flow target lesion was located in the moderately tortuous left main coronary artery (lmca). A 12x2.50mm promus premier¿ stent was then deployed at 11 atmospheres to treat the lesion. Following post-dilatation with a 2.5x8mm quantum balloon catheter, residual stenosis was 0% with timi 3 flow and the procedure was completed. Five days post procedure, the patient presented in the hospital with stent thrombosis. The lesion was then treated with aspiration using a non-bsc device. The physician then performed dilation of 2.5x15mm balloon catheter at 22 atmospheres for 120 seconds and 180 seconds. No further patient complications were reported and the patient's status was good.